Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient revised due to pain, loosening cup. Doi: (B)(6) 2008 dor: (B)(6) 2011 (left side). Update: (B)(6) 2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012: patient fact sheet form was received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013, patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to acetabular loosening and metal on metal hypersensitivity. Femoral head added to complaint. The complaint was updated on (B)(6) 2013.